Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
The surgeon reported that the patient underwent revision surgery of an accolade stem and lfit head on the left side. The stem was left in situ as it was solidly fixed, but the lfit head was replaced. When the patient was opened the surgeon reported signs of metallosis and trunnionosis and that there was a black ring around the inside of the head and also on the trunnion. The reason for the revision was that the patient presented with pain. The surgeon has tested metal ion levels and reported that the levels were not elevated. The results of metal ion tests taken on (B)(6) 2016 were: chromium 23nmol/l and cobalt 147nmol/l.

Manufacturer narrative:
An event regarding alleged pain and corrosion involving a accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated, "there are no base values of cobalt and chromium levels given to determine if the levels were, in fact, elevated. There are no serial test results noted. No MRI images are available for review. There is no histopathology report diagnostic of altr, alval, or metallosis. There is no examination of the dark deposits on the explanted head to rule out biologic material. Based upon the information available for review, there is no evidence that the clinical situation described resulted from factors of faulty component design, manufacturing or materials or represented pathologic trunnionosis." Conclusions: based on the medical review, the event nor the root cause could be determined as insufficient information was provided. Further information such as histopathology reports, base values of cobalt and chromium levels, MRI images, and examination of the dark deposits on the explanted head are required to investigate the event further. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon reported that the patient underwent revision surgery of an accolade stem and lfit head on the left side. The stem was left in situ as it was solidly fixed, but the lfit head was replaced. When the patient was opened the surgeon reported signs of metallosis and trunnionosis and that there was a black ring around the inside of the head and also on the trunnion. The reason for the revision was that the patient presented with pain. The surgeon has tested metal ion levels and reported that the levels were not elevated. The results of metal ion tests taken on (B)(6) 2016 were: chromium 23nmol/l and cobalt 147nmol/l